Event description:
It was reported that the unspecified bd pen needle was unable to deliver. The following information was provided by the initial reporter: shortly after commissioning, my glucose levels were occasionally inexplicably high. (With a cgm, this is very noticeable.) Eventually, this was explained by the fact that not all the insulin got into my body, some of it stayed in the insulin pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4)

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that the unspecified bd pen needle was unable to deliver. The following information was provided by the initial reporter: shortly after commissioning, my glucose levels were occasionally inexplicably high. (With a cgm, this is very noticeable.) Eventually, this was explained by the fact that not all the insulin got into my body, some of it stayed in the insulin pen.